Event description:
Info received indicates the head of the bed cannot be raised past 10 degrees.

Manufacturer narrative:
The tech found worn seals on the head hydraulic cylinder. He replaced the hydraulic cylinder to repair the bed.